Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found the cause of the biopsy channel leak was a puncture inside the channel. The device was repaired and returned to the customer.as a result of the investigation, the cause of the event is presumed to be: (1) user¿s cds process possibly differed from that recommended in the IFU; (2) device defects possibly caused insufficient reprocessing. The warnings and cautions in the IFU state: "after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." Additionally, the investigation confirmed the subject scope was shipped in accordance with specifications via DHR. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the device was dripping a grey fluid when flushed with alcohol. This device malfunction was found post reprocessing. There was no patient involvement.